Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height (hh) drawer 4.1 was found to have multiple pockets not detected on the bus. A field service engineer replaced the faulty drawer board to resolve the issue. After the repair, a hardware test application (hta) test was run and passed successfully. The customer then reloaded medications into the previously empty pockets, confirming that the drawer was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer multiple pockets were failed and were not detected on bus, user was unable to recover the failed pockets. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer multiple pockets were failed and were not detected on bus, user was unable to recover the failed pockets. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.